Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the retriever broke inside the patient and the patient experienced bleeding. The patient's outcome is unknown. Additional information was requested from the user facility; however, as of today, no further information has been provided.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Hemorrhage and neurological deficit are known risk associated with the procedure and noted as such in the device direction for use¿ therefore, anticipated in nature. The information received indicated that continuous flush was maintained, the retriever was in good condition prior to use, and the anatomy was not very tortuous. Although there are many potential causes for the reported issue, because review and analysis of available information was unable to identify a definitive cause and because the product was not returned, a definite cause for the reported break and consequently un-retrieve stent cannot be determined.

Event description:
It was reported that the retriever broke inside the patient and the patient experienced bleeding. The physician unsuccessfully tried to recapture the retriever. The patient 's presenting stroke worsen and was reported to currently experience aphasic and hemiplegic.